Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported that a 49-year-old female with heart failure had an impella cp replaced for a new impella cp for continued support. The second impella cp was implanted for three days when a CT scan showed multiple brain infarcts. Awaiting on family to withdraw care.

Manufacturer narrative:
The investigation into the reported stroke/ cva issue has been completed since the original report was filed. Product & data were not returned for review. The cause of the stroke was most likely due to patient condition and unknown relation to impella.

Event description:
Additional information noted the patient was made a do not resuscitate, care was withdrawn, and the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
B2: date of patient death is unknown. This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial MFR 1220648-2023-03170 was provided in sections b2, b5, h1, and h6. Note: corrected information provided in h6 is an addition to previous coding.